Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-10124. It was reported the patient ((B)(6)) had an ipg pocket revision due to the surface tissue becoming thin (procedure date unknown). Following the ipg pocket revision, it was reported the patient was experiencing heating at the ipg site during charging. The ipg was explanted to address the reported issue. It was noted the scs lead remains implanted in the event the patient elects to resume scs therapy. Please note: the procedure date for the ipg pocket revision has been requested; however, the information was not available at the time of this report.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation performed. Result: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.